Event description:
Procedure in the right popliteal. Distal marker of the catheter was left in the pt. Tip of the catheter broke off and the physician retrieved the tip of the catheter using biopsy forceps, however, the distal marker was left in the pt. No pt injury reported at this time.